Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with test results from results obtained of 397 mg/dl am fasting; result was obtained on (B)(6) at 11:52 am. The customer¿s expected fasting blood glucose test result is 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/25/2026; open vial date and product storage were not provided. The meter memory was not reviewed for previous test result history.